Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open and used stapler. Analysis and results: there are no previous complaints of this code-batch nor units in stock in warehouse. We have received one open and used sample to analyze this complaint. Visual inspection/check of the returned stapler. The 21 staples were still inside the cartridge and these remaining staples were not loaded correctly. Some scratches and dirt were observed on the cartridge, housing and trigger. Some blood was adhered on cartridge, anvil, ram and staples. Each components were assembled correctly. Reproducibility test - stapling release test of the returned stapler. No reproducibility was confirmed with the returned stapler. All remaining staples were released without any problem and the stapling function performed properly. Disassembled components check: some scratches were observed on the cartridge. Both corners of anvil and left side of the groove of ram were deformed. No problem was found with the components and measured values of each component of the returned stapler. As the results of the investigation, no problem was found with the production record. Some dirt, scratches or blood were observed on surface of the returned stapler and some components. However, no problem was found with the measured values of each component or reproducibility was confirmed. All the staples were released without any problem. It is highly probable that an unexpected overload of pressure was applied to the product during application and some of the components, such as anvil and ram, were deformed causing the some kind of problem. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, note of this incident is taken and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. This report is being submitted late due to mis-interpretation of 2 year presumption acknowledgement and agreement by FDA. Once issue was identified, retrospective review of complaints was completed from time of 2 year presumption implementation to present. All reports identified are being reported.

Event description:
Country of complaint: czech republic. It was reported that the application of the staples is not possible, staples are bent and do not hold.